Event description:
Ous MDR - after an implantation period of about 19 months, oversensing with inappropriate therapy was reported. The lead was explanted and returned to biotronik for analysis. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
On 8/14/2015. Changed the patient code and checked adverse event to reflect the patient was inappropriately shocked. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a rubbed through insulation at approx. 22 cm distal to the is-1 connector pin. The coating of the conductor cable to the ring electrode was found damaged in this area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. Further inspection demonstrated a damaged insulation at approx. 30 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular' first rib entrapment. These findings can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.